Event description:
During an arthroscopic labral repair, the physician was reportedly utilizing a speedlock knotless implant. The physician passed the first suture with no issue. Once the sutures were visualized, the physician placed the anchor into the hole and tapped until the proximal edge of the laser etch line. While tensioning, the physician allegedly heard a crack. The physician attempted to lock in the stitch and deploy the implant but the anchor could not be disengaged. After several attempts to disengage the implant from the inserter handle and hearing multiple cracks, the physician reportedly tapped on the inserter handle to disengage it from the bone. Both the anchor and the implant came out. Upon explanting the anchor, the physician noted that the suture locking pin advanced through the distal end of the implant and therefore made anchor deployment impossible. The anchor was removed and discarded. A new implant and suture was opened and a new bone hole was drilled. The physician placed the implant in the bone hole and attempted to disengage the implant from the inserter handle.

Manufacturer narrative:
Device 2 of 3. Reference manufacturer¿s report 2032380-2011-00154 and 2032380-2011-00156. The patient¿s identifying information was not available.